Manufacturer narrative:
(B)(4). Only the frame is returned for review, the thumb screw and rubber o-ring were not returned. The actual condition of the screw is unknown. This device was used for treatment. The device was manufactured in april of 2010 and has a potential field age of almost 5 years. No additional complaints have been received from this manufacturing lot. The thumb screw is intended to be used as a secondary locking mechanism after the dovetail feature. A definitive cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the thumb screw on the alignment frame broke.